Event description:
It was reported that balloon rupture occurred. The patient underwent a filter implantation with the target lesion located in the inferior vena cava. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned charger device underwent a visual and tactile examination on the balloon, shaft, and tip/markerbands. The balloon was not tightly folded and had been subjected to positive pressure and was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal markerband. The rated burst pressure for this device is 12 atmospheres as per specification. No other issues were noted on the balloon material. Consequently, there were no issues identified with the shaft and tip/markerbands.

Event description:
It was reported that balloon rupture occurred. The patient underwent a filter implantation with the target lesion located in the inferior vena cava. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.